Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.

Event description:
Information received indicates a pt was implanted with an acticon device, details not provided. On (B) (6) 2009, it appears the cuff was removed and replaced due to recurring incontinence. A request for the additional information and the device has been sent and the device has not been returned for analysis. No further information has been provided.